Manufacturer narrative:
Date of death - estimated based on the aware date of (B)(6) 2020. Date of event - estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that a blood clot and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Two months post-procedure, the patient developed a blood clot to the brain and died.